Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("inflamed pelvis") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 12542477) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". Medical conditions: she had no history of suffering from migraines. Concurrent conditions included overweight. Concomitant products included ranitidine since 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary infection"), vaginal infection ("vaginal infection") with vaginal discharge and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("severe menstrual pain"), depression ("depression"), fatigue ("fatigue"), headache ("headaches"), dental caries ("tooth decay"), rash ("rashes"), migraine ("severe migraines"), mood altered ("mood changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), pelvic pain ("pelvic pain, pain"), weight increased ("weight gain"), back pain ("back pain"), toothache ("teeth pain") and device deployment issue ("trailing coils: right = 2"). At the time of the report, the pelvic inflammatory disease, genital haemorrhage, abdominal pain, dysmenorrhoea, depression, fatigue, headache, dental caries, rash, migraine, mood altered, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, female sexual dysfunction, anxiety, dyspareunia, weight increased, back pain, toothache and device deployment issue outcome was unknown and the pelvic pain had not resolved. The reporter provided no causality assessment for device deployment issue with essure. The reporter considered abdominal pain, anxiety, back pain, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, pelvic inflammatory disease, pelvic pain, rash, toothache, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Trailing coils: left = not done (s/p left salpingectomy, 2008), right = 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Most recent follow-up information incorporated above includes: on 11-jun-2018: plaintiff fact sheet and medical records received. Case was upgraded to incident. New reporters added. Patient demographic information and patient relevant history added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Lot number (12542477) added. Events mood changes, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), urinary infection, vaginal infection, apareunia (inability to have sexual intercourse), anxiety, inflamed pelvis, pelvic pain, pain, dyspareunia (painful sexual intercourse), vaginal discharge, weight gain, back pain, teeth pain, trailing coils: right = 2 and essure confirmation test: not added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('inflamed pelvis with pain') in an adult female patient who had essure (batch no. 12542477) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "trailing coils: right = 2" and device monitoring procedure not performed "essure confirmation test: no". Medical conditions: she had no history of suffering from migraines. Concurrent conditions included overweight. Concomitant products included ranitidine since 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), depression ("depression"), fatigue ("fatigue"), headache ("headaches"), dental caries ("dental problem:tooth decay"), migraine ("severe migraines/migraine/headaches"), mood altered ("hormonal change :mood changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/between periods there were small blood clots, period would go away then come back 5days later"), urinary tract infection ("urinary infection, would get in 3 times every 6 months"), vaginal infection ("vaginal infection") with vaginal discharge, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), pelvic pain ("pelvic pain, pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and toothache ("dental problem:teeth pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("severe menstrual pain"), rash ("rashes"), back pain ("back pain"), abdominal pain lower ("cramping"), dizziness ("dizziness"), dysgeusia ("metal taste"), pruritus ("itchy skin"), swelling ("swelling") and female reproductive tract disorder ("reproductive system disorder"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, abdominal pain, dysmenorrhoea, depression, fatigue, headache, dental caries, rash, migraine, mood altered, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, female sexual dysfunction, anxiety, dyspareunia, weight increased, back pain, toothache, abdominal pain lower, dizziness, dysgeusia, pruritus, swelling and female reproductive tract disorder outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, dental caries, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female reproductive tract disorder, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, pelvic inflammatory disease, pelvic pain, pruritus, rash, swelling, toothache, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: current weight 139 lbs. Trailing coils: left = not done (s/p left salpingectomy, 2008), right = 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('inflamed pelvis with pain') in an adult female patient who had essure (batch no. 12542477) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "trailing coils: right = 2" and device monitoring procedure not performed "essure confirmation test: no". Medical conditions: she had no history of suffering from migraines. Concurrent conditions included overweight. Concomitant products included ranitidine since 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), depression ("depression"), fatigue ("fatigue"), headache ("headaches"), dental caries ("dental problem:tooth decay"), migraine ("severe migraines/migraine/headaches"), mood altered ("hormonal change :mood changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/between periods there were small blood clots, period would go away then come back 5days later"), urinary tract infection ("urinary infection, would get in 3 times every 6 months"), vaginal infection ("vaginal infection") with vaginal discharge, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), pelvic pain ("pelvic pain, pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and toothache ("dental problem:teeth pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("severe menstrual pain"), rash ("rashes"), back pain ("back pain"), abdominal pain lower ("cramping"), dizziness ("dizziness"), dysgeusia ("metal taste"), pruritus ("itchy skin"), swelling ("swelling") and reproductive tract disorder ("reproductive system disorder"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, abdominal pain, dysmenorrhoea, depression, fatigue, headache, dental caries, rash, migraine, mood altered, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, female sexual dysfunction, anxiety, dyspareunia, weight increased, back pain, toothache, abdominal pain lower, dizziness, dysgeusia, pruritus, swelling and reproductive tract disorder outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, dental caries, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, pelvic inflammatory disease, pelvic pain, pruritus, rash, reproductive tract disorder, swelling, toothache, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 139 lbs. Trailing coils: left = not done (s/p left salpingectomy, 2008), right = 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pfs received: newly added events- reproductive tract disorder. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("inflamed pelvis") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 12542477) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "trailing coils: right = 2" and device monitoring procedure not performed "essure confirmation test: no". Medical conditions: she had no history of suffering from migraines. Concurrent conditions included overweight. Concomitant products included ranitidine since 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary infection"), vaginal infection ("vaginal infection") with vaginal discharge and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("severe menstrual pain"), depression ("depression"), fatigue ("fatigue"), headache ("headaches"), dental caries ("tooth decay"), rash ("rashes"), migraine ("severe migraines"), mood altered ("mood changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), pelvic pain ("pelvic pain, pain"), weight increased ("weight gain"), back pain ("back pain") and toothache ("teeth pain"). At the time of the report, the pelvic inflammatory disease, genital haemorrhage, abdominal pain, dysmenorrhoea, depression, fatigue, headache, dental caries, rash, migraine, mood altered, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, female sexual dysfunction, anxiety, dyspareunia, weight increased, back pain and toothache outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain, anxiety, back pain, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, pelvic inflammatory disease, pelvic pain, rash, toothache, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 139 lbs trailing coils: left = not done (s/p left salpingectomy, 2008), right = 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('inflamed pelvis with pain') in an adult female patient who had essure (batch no. 12542477) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "trailing coils: right = 2" and device monitoring procedure not performed "essure confirmation test: no". Medical conditions: she had no history of suffering from migraines. Concurrent conditions included overweight. Concomitant products included ranitidine since 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) of 2014, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), depression ("depression"), fatigue ("fatigue"), headache ("headaches"), dental caries ("tooth decay"), migraine ("severe migraines/migraine/headaches"), mood altered ("mood changes"), vaginal haemorrhage ("abnormal bleeding (vaginal), menorrhagia ("abnormal bleeding (menorrhagia)/between periods there were small blood clots, period would go away then come back 5days later"), urinary tract infection ("urinary infection, would get in 3 times every 6 months"), vaginal infection ("vaginal infection") with vaginal discharge, female sexual dysfunction ("apareunia (inability to have sexual intercourse), anxiety ("anxiety"), pelvic pain ("pelvic pain, pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and toothache ("teeth pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("severe menstrual pain"), rash ("rashes"), back pain ("back pain"), abdominal pain lower ("cramping"), dizziness ("dizziness"), dysgeusia ("metal taste"), pruritus ("itchy skin") and swelling ("swelling"). At the time of the report, the pelvic inflammatory disease, genital haemorrhage, abdominal pain, dysmenorrhoea, depression, fatigue, headache, dental caries, rash, migraine, mood altered, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, female sexual dysfunction, anxiety, dyspareunia, weight increased, back pain, toothache, abdominal pain lower, dizziness, dysgeusia, pruritus and swelling outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, dental caries, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, pelvic inflammatory disease, pelvic pain, pruritus, rash, swelling, toothache, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 139 lbs. Trailing coils: left = not done (s/p left salpingectomy, 2008), right = 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received - new reporter added. Events: cramping, dizziness, metal taste, itchy skin, swelling were added. Event of genital haemorrhage downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.